Manufacturer narrative:
The manufacturer's authorized field service engineer (fse), evaluated the device. And confirmed, the reported problem. The fse evaluated, the device. Provided a quote for the replacement of the defibrillator capacitor assembly. However, the quote was closed as expired.

Event description:
It was reported to philips that the operational test fails the defibrillation test. There was no patient involvement.